Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with .9 ml of juvéderm vollure¿ xc in the nasolabial folds. 3 months later, patient experienced swelling, hardness at injection site, and redness. These were symptoms were diagnosed as a "biofilm" by the reporting hcp. Patient was treated with clarithromycin 500mg, moxiflaxacin 400mg, hylenex 2.0 ml. It was noted that the patient traveled to philippines and guam shortly before symptoms occurred, and experienced acne; this event is not related to the device. No biopsy results confirming the event of "biofilm" have been received. Symptoms are ongoing.